Event description:
It was reported that there was difficulty removing the device. The target lesion was located in the carotid artery. A 190cm filterwire ez was selected for use in a stenting procedure. After stenting was completed, it was impossible to get the retrieval sheath to the filter as they could not pass the deployed stent. At this time it was realized that a different wire had been used to place the stent and complete balloon dilation as some time during the procedure they had started to use another wire. The filterwire was between the deployed stent and the artery wall. It was now impossible to remove the filter. Another stent was placed to push the filter into the carotid wall to keep the lumen open and blood flow undisturbed. The patient was fine and blood flow was satisfying post angiography procedure.